Manufacturer narrative:
Pump received with intermittent button response due to flattened act button dome. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The product return for an unknown reason. The customer¿s blood glucose level was unknown. The device will be returned for analysis.